Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic nephrectomy, when introducing the clip applier into the device, the seal was damaged and air/gas leaked from the seal. Another device was used to complete the case. There was no patient harm.